Event description:
Telemetry issues occurred and the ins was overdischarged 3.5 weeks ago. The patient was sent home 3 weeks ago to try physician mode recharge (pmr). The device was successfully brought out of overdischarge on (B)(6) 2013 but then the patient experienced overstimulation/inappropriate stimulation while in a power on reset (por) state. A pmr resolved the over stimulation. A warning por displayed on the recharger. Additional information has been requested.

Manufacturer narrative:
Product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754 lot# serial# (B)(4); product type recharger product ID 37714, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).